Event description:
Customer reported issues with the insulin pump. Customer states that the buttons of the insulin pump are not responding. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received intermittent button response due to moisture damage at the keypad traces. The insulin pump had minor scratched display window, cracked case at the display window corner and cracked reservoir tube lip. The insulin pump was missing the end cap sticker.